Event description:
It was reported that during a unk procedure the drill heated up; there was no report of any adverse consequences.

Manufacturer narrative:
The drill was received by the MFR; however the complaint could not be replicated. Although the device performed according to specifications preventative maintenance was performed due to corrosion found in the motor assembly and the device was returned to the user facility.